Manufacturer narrative:
(B)(4). Per the final statement to complaint letter dated march 11, 2013 the foreign particulate matter originated from an abrasion of the red stopcock. Manufacturing identified the root cause and polished the molding tool to cease abrasion. A diameter reduction of the stopcock holder has been implemented to cease further red particulate matter. (B)(4).

Event description:
On (B)(6) 2012 at (B)(6) hospital in (B)(6), it was reported that a red particle was found in the arterial filter quart hbf-140 j during priming procedure. There was no patient involvement. (B)(4).